Event description:
Customer reported that her adc meter "is not reading correctly". Customer further reported that "she was hospitalized because of the (unspecified) readings" received on her adc meter and that "she only got out from the hospital and is still recovering and had (unknown) injury because of readings related to the (adc) meter". Medical survey was not completed because customer declined to continue troubleshooting. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
The products have been requested back for an investigation. A follow up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted. (B)(4). Note: the date of the medical event is unknown.

Manufacturer narrative:
The reported meter was returned and investigated with returned test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. In addition, retained test strip samples from the same lot reported by the customer (45001h965) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.